Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation starting on (B)(6) 2016. The programmer and recharger were working fine. There were no trauma or falls reported that could be related to the issue. The device was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.